Event description:
During routine post procedure equipment disposal following a pathway ablation case, it was observed that the distal tip of the ablation catheter had detached. The catheter had been removed from its packaging according to the instructions for use and was confirmed to be intact upon pre procedure inspection. Throughout the procedure, the catheter performed as expected, with no functional abnormalities noted. Visualization on fluoroscopy was appropriate, and no issues were observed with this or any other abbott device. After the procedure, when the missing tip was identified, x ray was performed and showed no evidence of a retained foreign body in the patient. The introducer sheath was also screened and found to be clear. Subsequent investigation located the detached catheter tip in the trash receptacle used for procedural waste. The patient experienced no adverse clinical effects, and no additional intervention was required.